Manufacturer narrative:
This supplemental is being submitted to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The results of the investigation were dents on outer tube. Sunk system tube. Minor scratches on funnel and halo on image. Based on the results of the investigation, it was reported that the break was due to excessive use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer notified olympus the scope was broken. The customer was unable to provide additional information regarding the event. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: dented on outer tube, sunk system tube, minor scratches on funnel, and halo on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.